Event description:
It has been reported to philips that the allura system was experiencing geometry issues and had a free floating tabletop. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and identified an issue that the table was released; it moves without the brake. The rse found that the equipment is complete, apart from the geometry; the tsm (touch does not work); and a review of the switches and connections of the table on site is required. The customer reported the same failure twice and resolved in case ID (B)(4). The philips field service engineer fse inspected the system onsite and found that the customer damaged the card where the remote control is connected. To resolve this issue, fse replaced the table top communication board (ttcb) card. After replacement of ttcb communication card, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: standard clinical practice dictates that users of the device, including ancillary personnel such as radiation technologists, must always be aware of the device¿s movement and position to prevent unintended movement of the device. The IFU also contains multiple warnings to alert the user/operator when using motorized movements such as the following warnings: ¿ warning: ¿all motorized movements should take place in the field of view of the operator.¿ ¿ ¿warning: during manual and motorized movements of the stand or the table, the operator is responsible for the safety of patients, staff, and equipment. Avoid collisions to prevent serious injury to patients and staff, or damage to the equipment.¿ however, there may be instances where a software malfunction or other type of malfunction which causes the system to perform uncommanded motorized movement of the table or c-arm. To stop or slow down any uncommanded motorized movements the igt system has several design mitigations: there is an emergency stop button which immediately stops any motorized movement by switching the geometry functions off. The geometry functions become operational again after a geometry restart. In addition, the igt system uses the bodyguard function and the intelligent collision prevention (icp) function to protect the patient by slowing system movement speeds when an object is sensed within a certain safety distance. Since that time, new information has been received and system was outside clinical use which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.